Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a clearlink secondary medication set and a non-baxter primary set. The reporter stated that when the sets were connected, the ¿internal clear piece within the connector was crushed.¿ this occurred during use with a patient in the emergency room (ER) department. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.